Event description:
Covidien formerly tyco healthcare rec'd a report from a biomedical engineer that the unit did not provide an audio tone in 2008. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for eval. The customer has isolated the problem to the speaker. Previous investigations have isolated the problem to an open circuit. If additional info is made available, a supplemental report will be submitted.